Event description:
It was reported that during central processing, the fenestrated bipolar forceps had a broken cable. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found visual inspection no damage was observed on the instrument's distal cables. During in-house testing, the grips opened and closed properly, and the instrument articulated as expected. The instrument was fully functional. Additional observation not reported by site was thermal damage found at the grip base.